Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b5, h6.

Event description:
Healthcare professional reported left side "devices broken." Healthcare professional reported "broken" device. Healthcare professional later reported rupture, "bpe: grade iii, associated with some hyperintense spots after contrast administration, more evident in late post-contrast sequences, likely corresponding to glandular enhancement," "prostheses show membrane detachment and very deep radial folds. Bilaterally associated "keyhole sign," "no extraprostatic silicone evident. Peri-prosthetic effusion, particularly on the right," "on the left, respectively in the retroareolar and external para-areolar, two areas of maximum enhancement (kinetic curves I/t type I), with regular margins, of 5 mm and 6 mm are recognized. No suspicious contrast enhancement areas bilaterally. Likely intraparenchymal lymph nodes in the left axillary extension," "axillary lymph nodes appear likely reactive with dimensions up to 13x7 mm on the left," and "in t2-weighted sequences," confirmed via MRI. Healthcare professional additionally reported "bilateral subcentimetric cysts are recognized," deemed not device related. Healthcare professional later confirmed "no analysis was performed, as once the prosthetic pocket was opened, there was no fluid/seroma present." Device has been explanted, replaced with non-abbvie device, and discarded.

Manufacturer narrative:
Cont e1 phone number- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿grade iii¿, ¿membrane detachment and very deep radial folds. Bilaterally associated keyhole sign, both prostheses exhibit "linguine sign" indicative of intracapsular rupture¿, ¿axillary lymph nodes appear likely reactive¿, ¿peri-prosthetic effusion¿.

Event description:
Healthcare professional reported "devices broken". Healthcare professional reported "broken" device. Healthcare professional later reported rupture, "bpe: grade iii, associated with some hyperintense spots after contrast administration, more evident in late post-contrast sequences, likely corresponding to glandular enhancement", "prostheses show membrane detachment and very deep radial folds. Bilaterally associated "keyhole sign", "no extraprostatic silicone evident. Peri-prosthetic effusion, particularly on the right", "on the left, respectively in the retroareolar and external para-areolar, two areas of maximum enhancement (kinetic curves I/t type I), with regular margins, of 5 mm and 6 mm are recognized. No suspicious contrast enhancement areas bilaterally. Likely intraparenchymal lymph nodes in the left axillary extension", "axillary lymph nodes appear likely reactive with dimensions up to 13x7 mm on the left", and "in t2-weighted sequences", confirmed via MRI. Healthcare professional additionally reported "bilateral subcentimetric cysts are recognized", deemed not device related. This record is for an left side. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 - material rupture.

Event description:
Healthcare professional reported "devices broken". Healthcare professional reported "broken" device. Healthcare professional later reported rupture, "bpe: grade iii, associated with some hyperintense spots after contrast administration, more evident in late post-contrast sequences, likely corresponding to glandular enhancement", "prostheses show membrane detachment and very deep radial folds. Bilaterally associated "keyhole sign", "no extraprostatic silicone evident. Peri-prosthetic effusion, particularly on the right", "on the left, respectively in the retroareolar and external para-areolar, two areas of maximum enhancement (kinetic curves I/t type I), with regular margins, of 5 mm and 6 mm are recognized. No suspicious contrast enhancement areas bilaterally. Likely intraparenchymal lymph nodes in the left axillary extension", "axillary lymph nodes appear likely reactive with dimensions up to 13x7 mm on the left", and "in t2-weighted sequences", confirmed via MRI. Healthcare professional additionally reported "bilateral subcentimetric cysts are recognized", deemed not device related. This record is for an left side. Device was explanted and replaced with non-abbvie device.